Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 578mg/dl. Customer was feeling dizzy. High blood glucose level was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that there were air pea sized bubbles in reservoir which were successfully removed. Customer did not allege pump was under delivering. Insulin pump will not be returned for analysis.